Manufacturer narrative:
(B)(4). The original implant procedure took place on an unknown date in (B)(6) 2015. Per the facility, the complainant part is not expected to be returned for evaluation. (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing date: february 6, 2015 - expiration date: december 31, 2024. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of tfna screw 95mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a trochanteric fixation nail advanced (tfna) and lag screw on an unknown date in (B)(6) 2015. Thereafter, the patient suffered a varus collapse. The patient returned to the operating room on (B)(6) 2015 and was revised with a non-synthes bipolar implant. This report is 2 of 3 for (B)(4).